Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that after the implant procedure, the patient was checked and there was intermittent sensing on the right ventricular (rv) lead. The patient was re-prepped and the rv lead was tested and didn¿t have any sensing at 2.5 mv and occasional sensing at 0.5 mv. The lead was moved to different positions and finally was removed. A new lead was implanted and was able to get good sensing high on the septum. No patient complications have been reported as a result of this event.